Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6), product type mobile platform product ID a820: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026, information was received from a patient receiving an unknown drug via an implantable pump from spinal pain indications. It was reported the patient started seeing service code a couple days ago. The patient also reported that when they tried to bolus, it was taking a long time and lagged at 90%. The agent reviewed information and assisted the patient with clearing data. The patient was able to connect to the pump without issue. The patient would call back if further assistance was needed.